Event description:
Hill-rom received a report from the account stating the bed would not place a nurse call. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support was unable to locate the bed for an investigation. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. Hill-rom is filing this as a conservative report due to the allegation of the bed not placing a nurse call. Hill-rom was unable to locate the bed after multiple attempts. Based on this info, no further action is required.